Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the distal right coronary artery (drca) with 95% stenosis and heavy calcification. The 3.5x16mm graftmaster covered stent failed to cross the lesion. The device was removed intact. The graftmaster did not cause or contribute to complications or adverse events. However, the patient died due to cardiogenic shock and had declining health prior to the use of the graftmaster. No autopsy was performed. Cardiogenic shock was treated with vasopressor and an impella. In the opinion of the physician, the use of graftmaster did not cause or contribute to the cardiogenic shock or death. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.